Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v623317, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had had two surgeries since implant because of pain and discomfort from where it was placed. Additional information was requested, but was not available as of the date of this report.